Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. Calibrations, quality controls and precisions were run, resulting within range. The cause of discordant, (B)(6) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate instrument, and both resulted as reactive. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.